Event description:
The customer received blood glucose readings of 21 and 31mg/dl on the contour meter, re-tested on a different meter and the reading was 270mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. A new kit was sent to the customer.